Event description:
Attempts for additional information have remained unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was scheduled to have her lead and generator explanted on (B)(6) 2012 due to an infection at both incision sites. Additionally the patient had been experiencing pain at the electrode site. The patient was initially implanted on (B)(6) 2012, and presented to the surgeon's office during the last week of (B)(6) with an infection. Precautions were taken by the surgeon at that time, but because that did not clear up the infection, the patient was referred for explant. It is unclear at this time what interventions were performed prior to the explant. Attempts for additional information are in progress. The manufacturing records for the patient's implanted lead and generator were reviewed. Sterilization, prior to distribution of the products was confirmed.